Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [069-0000] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: during the investigation, a ¿cs069¿ alarm was reproduced at power up. The pump was unable to recover from the ¿cs069¿ alarm after a reboot, and investigators were unable to complete further testing. The ¿cs069¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs069¿ failure was written as a ¿cs087¿ failure in black box. The error is resident to the flash chip (u39). Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.